Event description:
It was reported that the patient's family member stated that the patient's heart rate was lower than what the device was programmed. Of note, the patient is in (B)(6) and has "falling" oxygen saturation when lower heart rates are seen. There was also a question of low battery and the allegation of premature battery depletion by the patient's family member. It was suggested that a remote transmission be done to confirm settings and device function. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 5054-52, implantable pacing lead. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's family member stated that the patient's heart rate was lower than what the device was programmed to be. Of note, the patient is in hospice and has "falling" oxygen saturation when lower rates are seen. There was also a question of low battery and the allegation of premature battery depletion by the patient's family member. It was suggested that a remote transmission be done to confirm settings and device function. Additional information was received which indicated that the device has been returned. No further patient complications have been reported as a result of this event.